Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient had a suspected perforation due to a tanking blood pressure (bp). An echocardiogram showed a small pleural effusion and tamponade. After medication and time, the patient bp came back to normal. The lead was removed and another lead was successfully implanted. No further patient complications have been reported as a result of this event.